Event description:
It was reported that customer experienced recurrent occlusion alarms, starting with alarm 2 followed by alarm 26, while using fiasp insulin with specified cartridge and infusion set. The customer was informed that the insulin is considered off label insulin. There was no adverse impact to the customer's blood glucose level. The customer changed pump supplies to resolve the issue.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.